Event description:
It was reported the pt had a pump problem. After implant, it was stated the pt had therapeutic effect for "the first two weeks." An indium study was conducted, which did not show indium moving in to the catheter. A rotor study was performed, which showed the pump functioning normally. The patient's pump and catheter were subsequently replaced. The patient recovered without sequela. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). The pump and catheter have been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.